Manufacturer narrative:
The field service engineer (fse) confirmed unit had error code 1102 in drpt, but was unable to duplicate issue. The fse replaced the cpu pcb and speaker #2 to resolve this issue.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the primary alarm test failed. No patient harm reported.